Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported exchange from textured implants due to concern with the product. Reported capsular contracture baker grade unknown. Device explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: underweight, opening curved on posterior, crease fold and wear abrasion. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening, and creases are observed but have no relationship with manufacturing."

Event description:
Healthcare professional reported right side exchange from textured implants due to concern with the product. Later, healthcare professional reported capsular contracture baker grade iii and "any creases." The device has been explanted and replaced.